Event description:
The pt's acne scars were treated with cosmo plast which resulted in a localized overcorrection surrounding the intended treatment area. The physician treated the overcorrection with intralesional kenalog.